Manufacturer narrative:
"This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the acoustic lens was damaged. Excessive force may have applied to the distal end but the cause of the damage could not be identified. The instruction manual states do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Olympus will continue to monitor field performance for this device."

Manufacturer narrative:
The device was returned for evaluation, the evaluation confirmed the reported event of a leakage at the channel. The evaluation also found a deep cut at the channel and distal end of the device. Additionally, there was a rubber cut and multiple broken elements at the ultrasound image. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera ii ultrasound gastrovideoscope have a fluid invasion, air and water leakage from the suction channel. Upon inspection and testing of the returned device, it was observed that the device have a deep cut. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.